Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted the emboshield nav6 embolic protection system electronic instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. The investigation determined that the reported difficulties are due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous superficial femoral artery with an antegrade approach. An emboshield nav6 was used during the procedure and when attempting to pull the filter into the recovery catheter, the filter was too full and could not be pulled completely into the catheter. The recovery catheter and filter were pulled from the lesion with the filter partially open; however, the filter could not be pulled into the 6f sheath. The sheath was removed and a 7f sheath was advanced, but it kinked the bare wire while advancing and the tip of the wire and the tip of the filter both separated. The patient was sent to surgery to perform a cutdown and remove the separated tips. There was a clinically significant delay in the procedure. No additional information was provided.